Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received.

Event description:
The event occurred on an unspecified date and involved a chemolock¿ injector that had leakage of daratumumab and hyaluronidase (darzalex faspro) during a 15 ml subcutaneous injection. After injecting medication, the nurse reported that the medication was leaking from the connection between the closed system drug-transfer device (cstd) attached female luer lock adaptor and the connector. The rn reported that the blue connector was first connected to open up the fluid path, a needle was attached at the end, and then the medication was administered to the patient. It was also reported that the apparatus appeared to be intact there was no report of human harm.

Manufacturer narrative:
One used (return) chemolock¿, one used monoject syringe 35 ml, one used list# cl2100, chemolock¿ port (lot# unknown) and one used bd needle were sent by the customer for investigation. A safety needle was connected to the male luer of the chemolock port. The chemolock port was connected to a cl2000s chemolock injector which was connected to a 5ml bd luer lock syringe. There was no visible damage or anomalies identified. The 5ml syringe was filled with water and the water was rapidly discharged through the chemolock assemblies and safety needle. There was no visible leakage. All the fluid went out the tip of the small gauge safety needle. The complaint of leakage was unable to be replicated or confirmed. A device history record (DHR) review could not be conducted because a lot number was not identified. D9 - date returned to mfg: 16-aug-2021.